Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support CT bleeding was at 30 milliliters per hour. Heparin in purge was put on hold by surgeon. The patient continued on support until bridged to left ventricular assist device.